Event description:
It was reported that a compressor was not powering on. There was no pt involvement. (B)(4).

Manufacturer narrative:
The reported compressor was examined at the hosp by our company rep. Both fuses in the mains inlet were found blown. The fuses were replaced and after a successful function check of the compressor , it was returned to svc. Further investigation has not been performed but earlier investigations determined that the cause of a blown fuse could be one, or a combination of, the following causes: electrical transients (voltage and/or current spikes) in the mains power; bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system; chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder.